Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected discrepant potassium and ionized calcium results on an (B)(6) year old male patient. There was no additional patient information available at the time of this report. Return product is not available for investigation. (B)(6). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The ica (ionized calcium) result reported on the I-stat was 0.86 mmol/l from a whole blood sample. The tca (total calcium) result reported by the lab instrument (type: unknown) was 2.7 mmol/l from a serum sample. About 50% of total calcium found in a serum sample exists in a freely ionized form. Additionally, serum produces an ica approximately 0.05 mmol/l higher than a whole blood sample. Therefore, the ica result corresponding to the lab result of 2.7 mmol/l is estimated to be 1.30 mmol/l (2.7 *50% - 0.05). The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 05/28/2019. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for eg7+ lot n18331.